Event description:
During a lung cryoablation procedure, one icepearl needle and the cryoablation system were tested with no issues reported. During the second freeze, the needle presented frost on the shaft. Saline was used to saturate the site to prevent burning. The doctor believed that lesion was successfully treated with the two freeze cycles. The patient's skin at the puncture site was red but not burned. The procedure was completed. The needle was kept and will be returned for investigation.